Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming. The customer also reported a blank display at the time of the call. The customer stated the insulin pump was not dropped or bumped. Customer reported a new battery was unable to resolve the issue. It was also found letting the insulin pump rest without a battery did not resolve the issue. The customer's blood glucose was 6 mmol/l. Customer agreed to return the insulin pump for analysis.